Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side implant ¿damaged¿ or ruptured and implant feels differently. The device remains implanted.

Event description:
Patient reported left side implant ¿damaged¿ or ruptured and implant feels differently. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.1., d.2., g.1., g.5.